Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The cause of the reported failure is an internal manufacturing process issue. Per drawing c0004, rev. 5, suture loop must be countersunk in anchor. Ncr-29259 was initiated to further investigate this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the white eyelet protruded from the anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.